Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve had separated from the ventricle catheter after implant. The child was in a position on the back with a head turn to the right, there was a general anesthesia (with an antiseptic solution) of the surgical field after treatment, the sutures were removed from the postoperative wound in the 1.5 cm projection of the kocher point to the left. A ventricular catheter and valve of the codman shunt system with antisiphon were found there. An additional linear skin incision (in 3 cm) was made in the projection of the connection of the valve with the peritoneal catheter. The valve has a white hue. The peritoneal catheter is fully functional during the revision of the liquor-assisting system, the saline passively passed through the catheter under a pressure of 5 mm water column at a speed of 3.5 ml per minute. The cerebrospinal fluid comes in rare drops from the codman system valve. The ventricular catheter is fully functional after valve removal. A clear transparent cerebrospinal fluid under high pressure (220 mm water column) stood out in an amount of 2 ml. The integrity of the valve was violated with minimal deformation during its extraction (the valve was disconnected into 2 parts). Codman certas plus programmable valve was re-implanted, the pressure was 100 mm hg. Control of hemostasis. Layered suture of the wound. Surgical spirit. Anesthetic dressing. Interoperative blood loss is about 3 ml.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a

Manufacturer narrative:
Product returned for evaluation: the valve was visually inspected: the silicone housing was damaged around the siphon guard, (possible clamp marks). The valve passed all tests for: occlusion, leak, reflux, pressure. The root cause for the damaged silicone housing is probably due to handling what looks like clamp marks were noted, as these were small holes around the siphon guard no leakage was noted. As noted in the IFU silicone has a low tear/cut resistance. Between (B)(6)2019 and (B)(6)2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6)2019 through (B)(6)2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on (B)(6)2020 to report these issues regarding MDR reports.